Event description:
It was reported that the lead had possible fracture and high impedance. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. No fracture found on returned lead. Serial number is correct. Outer tubing overlay melted. Outer tubing esc breach(non-electrical). Blood in/on helix/lobe mechanism(sleeve head).